Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that unspecified bd precisionglide microlances had the following problems. Blood exposure (1). Damage (3). Clogged (1). The following was reported by the initial reporter: "it was reported via survey response that the clinician experienced exposure to body fluid or blood due to the plastic breaking during infusion (1), needlestick injury before use on patient (1), needle clogged (1), needle dull (2), the plastic broke (3). Additional information related to clinician exposure to blood... States: "the plastic broke during infusion." Due to additional information above, clinician exposure to blood will be captured with hub damaged/broken and not on a separate grid row. Needles were replaced when clogged and when "plastic" broke. "